Manufacturer narrative:
(B)(4): a follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device failed opcheck for pacing and that they got a "pacer equip malf" inop message. There was no patient involvement.